Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was at 65 mg/dl. The customer was assisted with trouble shooting and found that the sensor is properly inserted and has no issues. The alarm happened during the installation of the sensor. The customer was informed that the sensor would need more time to calibrate after installing and that the alarm is normal. The customer was advised to monitor the pump and to call back if any run into any other issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.